Event description:
Caller reported an error related to their continuous glucose monitor. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump and guided the caller through the process. After completing the reset, the error did not reappear, and the caller was able to successfully start their sensor session.